Event description:
Pt alleges receiving breast implants in aug, 1976 of an unk MFR. Pt also alleges three years later (ie. 1979) she was sick and one day she was paralyzed on her left arm and left side. She has had pain from morning to night and her doctor could not find anything wrong with her. On dec. 13, 1994 she had removal and replacements with devices of another MFR and upon removal her implants were ruptured and broken. Pt also alleges she is a very "redused" person today and reported having "sicca/sjogren", a heart disease, her joints are "growing", her memory is gone, her hips and legs "don't like to walk much", her teeth are falling out, she has infections all of the time and her "immune system is flat broke."